Event description:
Manufacturer's ref # (B)(4).

Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test during pre-use test first time, but not second time in a row. Our field service engineer investigated the ventilator on site and replaced pressure transducer printed circuit board (pcb). The failing pressure transducer pcb) was returned for further investigation. The failure was confirmed in the received device logs and could be traced back to 05/24/2021. The returned pcbs was mounted in a reference ventilator for simulated use testing and the reported failure could not be reproduced. In further investigation, dirt was found on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by a defective pressure sensor on the pressure transducer pc board. The cause why the pressure sensor was dirty has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).